Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via lumbar peritoneal shunt on (B)(6) 2020 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On unknown date, the patient visited an outpatient clinic (as per reporter, unknown reason), and an attempt was made to change the set pressure, but only settings 5 and 6 could be changed, therefore, the valve was replaced on april 14, 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The catheters were irrigated; no occlusions noted. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no occlusion issues with the valve were noted.

Event description:
N/a.